Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens, during the same surgery, due to the lens not centering in the pt's eye. The incision was enlarged to remove the lens and another type lens was implanted. Sutures were required to close the incision. The reporter stated the surgeon felt the lens was defective.

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.